Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 4: reference MFR report: 1627487-2016-06045, 1627487-2016-06048 & 1627487-2016-06049. It was reported the patient experienced an infection throughout their entire body a couple of months after the scs system was implanted. The patient stated their physician suggested the entire system be explanted due to the infection, however the patient refused to have it explanted. The patient further stated they were in the hospital for approximately a week and was treated with IV antibiotics. Per the patient the infection has resolved.